Manufacturer narrative:
Due to additional information received, it has been confirmed that this report is a duplicate of report 3006451981-2016-00235 . Therefore, this complaint and report will be voided accordingly.

Manufacturer narrative:
Submit date: 10/06/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports that during incoming testing, the pump was overfeeding. The pump was set to deliver 125ml per hour for 30 minutes. Pump delivered 74.688ml in 30 minutes but should have only delivered 62.5ml.